Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory was performed and no anomalies were found. (B)(4)

Event description:
It was reported that a lead integrity alert (lia) was triggered and a connection issue was suspected with the cardiac resynchronization therapy defibrillatory (crt-d). A revision procedure is planned. No patient complications have been reported as a result of this event.